Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor power supply and the ups were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
A ge service representative performed an onsite investigation. The system failed to boot up and also tripped the wall circuit breaker. No patient injury was reported.